Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was implanted. The patient's cultures tested positive for endocarditis on (B)(6) 2010, and antibiotic treatment was implemented. The patient was discharged to home on (B)(6) 2010. No additional information is anticipated.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.